Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that 2 days following the implant of this transcatheter bioprosthetic valve, anemia related to procedural blood loss was noted. Two units of blood were transfused and the issue resolved. Three days following implant, complete heart block and ventricular standstill were noted, requiring 30 second of cardiopulmonary resuscitation (CPR). A temporary pacemaker was placed via the right femoral vein. Five days post-valve implant a dual chamber permanent pacemaker was implanted in the left subclavian area, resolving the conduction disturbance. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.